Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the master tool manipulator (mtm). While onsite, the fse also noticed there were no image in both eyes of the surgeon side console. The fse replaced the personality module surgeon console (pmsc). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The mtm was analyzed. Upon visual inspection, the opto button was found to be loose. The mtm was installed onto a surgeon side console fixture test platform (sftp) where all relevant testing was passed within specification. Once testing was completed, the opto button was tested and was verified to be the source of the fault. The pmsc was also analyzed. In logs, no history was found to indicate the failure occurred in the field. Visual inspection, no issue was found that are related to the reported issue. The pmsc was installed on the in-house system to run video and audio tests, ten power cycles, and left sitting idle for one hour. All vil and vol ports were tested and had good image. Also, audio was tested with clear sound. Once testing was completed, the system error logs was inspected, but no error could be identified. The probable root cause of the reported issue is attributed to the opto buttons on the mtm. This issue can be resolved by having the fse replace the mtms. The probable root cause of the image issue is attributed to the pmsc.

Event description:
It was reported that during a da vinci-assisted surgical procedure, intuitive surgical inc. (Isi) representative reported to technical service engineer (tse) that the hand control fell off. The procedure was converted to another dv system with no reported injury.